Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed no data for a period of time before it restarted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.